Manufacturer narrative:
(B)(4). It was discovered that the same information regarding this event was reported by both the distributor and emergo (on behalf of anvisa), thus the information from this report is a duplicate of initial MDR#9680794-2021-00140, submitted on 04/09/2021. *this complaint will be voided as it is a duplicate* corrected data: it was discovered that the same information regarding this event was reported by both the distributor and emergo (on behalf of anvisa, thus the information from this report is a duplicate of initial MDR#9680794-2021-00140, submitted on 04/09/2021. *this complaint will be voided as it is a duplicate*

Event description:
The complaint is reported as: "the guidewire bent, there was no progression of the guidewire." Another device was used. No patient harm or injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the guidewire bent, there was no progression of the guidewire." Another device was used. No patient harm or injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the guidewire bent, there was no progression of the guidewire." Another device was used. No patient harm or injury reported. The patient's condition is reported as fine.